Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication of the gear train, and a stall due to shaft bearing. An alysis of the catheter identified a compressed area on the catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Evaluation conclusion codes no longer apply.

Event description:
Additional information was received on (B)(6) 2016 from a manufacturer representative. The pump and catheter were returned for analysis on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer's representative regarding a patient who was receiving 4000 mcg/ml fentanyl at 200 mcg/day and 25.5 mcg/ml bupivacaine at 1.274 mcg/day via an implantable pump for spinal pain. On (B)(6) 2016, it was reported that the patient heard an alarm coming from their pump and saw a code 8476 on their personal therapy programmer, indicative of a motor stall. On (B)(6) 2016, additional information was received from the hcp, reporting that the pump recovered after 17 hours but then stalled again. The hcp confirmed that the patient had not had an MRI. On (B)(6) 2016, the rep confirmed that the patient's pump had undergone multiple motor stalls and recoveries. The pump and the catheter were replaced on (B)(6) 2016. During the surgery, it was discovered a blockage in the catheter and the surgeon could not get any cerebrospinal fluid or drug to come out through the catheter-access port. Additionally, when the catheter was being pulled back out of the spine, the catheter snapped so the surgeon did a laminectomy and eventually got the entire old catheter out. The hcp intended on returning the pump and catheter to the manufacturer for analysis. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.